Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted if subsequent information is provided.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The correct event site name & address: (B)(6). A getinge service territory manager (stm) was dispatched to investigate. The stm pressurized the iabp unit to 207 psi and let the unit set for 30 minutes. After that time, the unit was still at 198 psi. The stm also checked the cart for leaks and could not identify any. The stm then inserted the console into the cart and at that time the unit had an immediate loss of all helium. The stm tried lubricating the o-ring and then replacing it. The stm also replaced the 300 psi check valve but this did not resolve the issue. The stm ordered a quick connect for the console and a helium tubing for the cart, to be replaced once received. The stm later returned to replace the helium tubing; however, this did not resolve the issue. The stm then replaced the quick connect and still had the same helium loss issue when the console was placed in the cart. The stm then opted to reinstall the original parts to the unit and shipped it to the manufacturer¿s repair depot for further investigation and repair. The cardiosave was evaluated at the repair depot for the reported helium leak. The service technician found a leak at the rear panel console tube fitting that connects the rear panel fitting to the fill manifold. The service rep replaced the helium tubing assembly. After the repair, multiple helium leak tests passed within specification. Testing was performed with a full pressure tank which was closed at the shut off valve. The service rep then replaced cosmetically damaged monitor hinge covers. A preventative maintenance (pm), functional test and safety check were performed per service manual and passed to meet factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a helium leak. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.